Event description:
Same event as MFR# 6000093-2007-00366. It was reported that during an angioplasty procedure, the filterwire ez was unable to be recaptured. The lesion being treated was located in the heavily calcified, 95% stenosed saphenous vein graft (svg). The physician deployed a filter wire distal to the lesion and pre-dilated with the maverick2 monorail balloon. On the initial inflation, the balloon ruptured. When the physician was removing the maverick2 monorail balloon catheter, he noticed that the distal half of the balloon was not present. The physician used a 2.0 maverick monorail to push the catheter tip and balloon material onto the wire. When attempting to recapture the filterwire, the retrieval sheath was not able to reach the filter because it met resistance where the balloon material remained on the wire. The filterwire and guide catheter were removed as one unit. When inspecting the filterwire, the shaft and balloon material were on the filter wire. The procedure was completed using another MFR's guidewire and stent. It was the physician's opinion that the calcification of the lesion caused the balloon to rupture. The balloon was then hung up on the calcification causing it to rip. There were no further pt complications. Pt status is listed as 'fine".

Manufacturer narrative:
(B)(4).